Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose and no delivery alarm. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Patient's current blood glucose is 283 mg/dl. Customer insert reservoir into pump and run manual prime to at least 5.0 units. Customer states the pump alarmed no delivery. Advise the pump will need to be replaced. Customer declined high blood glucose troubleshoot. The insulin pump will be returned for analysis.